Manufacturer narrative:
This event, as reported is deemed a serious malfunction because it required medical intervention to re-intubate a patient when the suction catheter became lodged in the endotracheal tube while suctioning the patient in the operating room. Although there is no reported harm to this patient in either the report or the update, provided by the case reporter by e-mail on (B)(6) 2012, a recurrence is likely to lead to a serious adverse event because re-intubation during a surgical procedure puts a patient at risk of hemodynamic instability and also trauma from the re-intubation procedure. Reported to the FDA on february 27, 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This complaint was received as follows: "a suction catheter was stuck in the tube! Under surgery, they had to re-intubate the patient."